Manufacturer narrative:
Tandem¿s pump user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) ranging from 438 mg/dl to over 500 mg/dl since consuming breakfast. An infusion set change was performed and there was no damaged found. Despite changing the infusion set, the customer's bg remained high. The customer delivered a bolus via pump to address bg. Reportedly, the cartridge was in use for 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.